Manufacturer narrative:
The motor error alarm occurred during the rewind sequence due to a corroded motor home switch. The insulin pump was unable to undergo the displacement test due to a constant motor error alarm. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that there were many scratches on the display window of the insulin pump. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.